Event description:
The following was reported to hamilton medical ag: I checked & found technical event:231007 & technical event 231008 show on screen when I turn on the unit. No patient harm or consequences as no patient was involved.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective driver board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.0 hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. However, the technician on site replaced the driver board of the device. The device passed all tests and functions as intended. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: I checked & found technical event:231007 & technical event 231008 show on screen when I turn on the unit. No patient harm or consequences as no patient was involved.